Event description:
Caller reported that pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller on how to properly press the button, but when the issue persisted, they decided to replace the pump, confirming it was still under warranty. The caller was instructed to put the pump in storage mode before returning it to tandem with a pre-paid label, which the caller acknowledged. Meanwhile, the customer planned to continue using the current pump to ensure insulin delivery was not interrupted.